Event description:
Procedure type: urological. According to the reporter: in the middle stage, the inner seal part broke and fell into the cavity. That broken part was retrieved from the pt. Operating time extended: unk. No pt harm tissue damage: no. Pieces fell into the cavity and could be retrieved. No bleeding.

Manufacturer narrative:
(B)(4).